Manufacturer narrative:
Per gfe response it was confirmed that the customer refused service and repair. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint.

Manufacturer narrative:
E: (B)(6) hospital.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had an error that prompted that the loop is blocked. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.